Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a syncopal episode which resulted in a subarachnoid bleed due to a ventricular episode. The device appropriately detected and provided shock therapy for the episode. While in clinic, difficulty was experienced interrogating the device however was resolved. It was reported the patient was recovering from the subarachnoid bleed.